Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 23008 was associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci s in a non-recoverable safe state. The psm was returned to isi for evaluation and engineering confirmed the customer reported problem and found the psm faulted immediately. The axis 7 motor encoder and potentiometers were replaced. As of december 20, 2011 there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the site experienced multiple occurrences of recoverable system error code 23008. The site disabled the affected patient side manipulator (psm) arm and contacted isi technical support. The technical support engineer attempted to troubleshoot with the customer, however, the surgeon decided to convert the procedure to traditional open surgical techniques. The planned procedure was completed and no patient harm was reported.